Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead.

Event description:
The manufacturer representative reported there was pain at the implantable neurostimulator (ins) site, tunneled lead and anchor sites. It was noted the patient had lost weight due to an unrelated medical condition. There were no impedance measurements taken. The patient was reprogrammed. The pain at the ins site and anchor sites outweighed relief from the stimulation. The system would be explanted when the physician deemed the patient medically safe to have surgery. The issue was not resolved. The patient status at the time of the report was alive with no injury. The indication for therapy was spinal pain. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.